Manufacturer narrative:
Investigation in progress.

Event description:
We received a further complaint from the field about streamer es #363724 with lot: 10709483. This streamer got stuck in the electrode and it was not possible to remove it. The streamer is still in the electrode. Our investigation team will clean the electrode and will then remove the streamer from the electrode. Once this is done we will send the streamer to you for investigations. On 14/03: tried to pull out the coro wire out of the lv-electrode while being in vessel but it wasn't possible. Even when the coro-wire was together on the table with the lv-electrode in straight position it was very hard to pull out the wire.